Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported rapid depletion from eri to eos was confirmed in the laboratory. A longevity calculation was performed and found to be within the expected limit, however, the time between eri to eos was short. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the rapid depletion from eri to eos.

Event description:
It was reported that a patient presented in the emergency room after receiving a patient notifier for eri. The device battery went from eri to eol in one day. The device was explanted.